Manufacturer narrative:
Sterilization lot #s have not been provided to us, therefore we analyzed all the sterilization charts of the lot #s involved (cup with code 5552.15.600, lot# 1603985, stem with code 4511.15.100, lot# 0703882). No anomaly was found, meaning that the products had been correctly sterilized before being placed on the market. No other complaint received on these lot#s. Among the involved products, only the acetabular cup (code 5552.15.600, lot# 1603985) is marketed in the us. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Revision surgery due to sepsis performed on (B)(6) 2018. Previous surgery performed in (B)(6) 2017. Event happened in (B)(6).